Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a placement of ligature for esophageal varices procedure performed on (B)(6) 2023. The device was assembled onto the endoscope correctly, and then it was inserted into the patient's esophagus. During the procedure, when the handle was rotated, several bands were deployed prematurely. The procedure was completed with another speedband superview super 7. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The other physician is: dr. (B)(6). Phone: (B)(6). Email: (B)(6). Initial reporter facility name: (B)(6) hospital. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.